Manufacturer narrative:
Device evaluation: the device related to the reported event rupture was received on august 04, 2023, with lot number 2683221. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior edge side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Company representative reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported rupture. Device has been explanted. This relates to the left side.